Event description:
The consumer was in the grocery store when she alleges the unit overheated and shut down. No injury is alleged.

Manufacturer narrative:
(B)(4). The device, concentrator, model #xpo100b, serial #(B)(4) has been returned for an evaluation. This unit was approximately 5 months old at the time of the incident with no previous complaints. The unit was functionally tested with no discrepancies observed. The complaint could not be duplicated. No RMA has been issued for the return of this device. Model xpo100b serial number (B)(4) is approximately 3 months old. The user manual part number 1148112 rev d (dec-09) was provided with this device. It is unknown if the consumer has fully read and understands the users manual. The consumer alleges that the device was overheating. The device shut down [fail safe]. Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. The user manual lists them: on pg34- "system too hot/cold for start alarm - if the internal sensors register temperatures outside factory set levels upon start-up, the unit will alarm with a rapid audible beep, the red alarm indicator light will illuminate continuously, the unit will not operate and the flow setting 1 and 2 blue indicator lights will illuminate. The fan will turn on. Allow the unit to cool or warm to the recommended operating temperature range (see recommendations for optimal performance on page 18). Turn off the unit and try again. Change to an alternate source of oxygen while waiting. If the alarm continues, contact your equipment provider." On pg35- "system too hot/cold running alarm - if the internal sensors register temperatures outside factory set levels during operation, the unit will alarm with a rapid audible beep, the red alarm indicator light will illuminate continuously, the unit will not operate and the flow setting 1 and 3 blue indicator lights will illuminate. The fan will turn on. Allow the unit to cool or warm to the recommended operating temperature range (see recommendations for optimal performance on page 18). Turn off the unit and try again. Change to an alternate source of oxygen while waiting. If the alarm continues, contact your equipment provider. " on pg35- "battery too hot/cold alarm - if the internal battery sensor registers temperature outside a factory defined temperature range while the unit is operating, the unit will alarm with a rapid audible beep, the red alarm indicator light will illuminate continuously, the unit will stop running and the flow setting 1 and 4 blue indicator lights will illuminate. Turn off the unit and disconnect ac or dc power adapters. Allow to the unit to cool or warm, to the recommended operating temperature range (see recommendations for optimal performance on page 18) and try again. Change to an alternate source of oxygen while waiting. If the alarm continues, contact your equipment provider." These fail safes are to bring attention to the device. The device performed as expected. In addition, on page 6 the following caution is provided: "caution - invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining."

Manufacturer narrative:
No RMA has been issued for the return of this device. Model xpo100b serial number (B)(4) is approximately 3 months old. The user manual part number 1148112 rev d (dec-09) was provided with this device. It is unknown if the consumer has fully read and understands the users manual. The consumer alleges that the device was overheating. The device shut down [fail safe]. Invacare has incorporated safety mechanisms to shut the device down if overheating occurs. The user manual lists them: on pg34- "system too hot/cold for start alarm - if the internal sensors register temperatures outside factory set levels upon start-up, the unit will alarm with a rapid audible beep, the red alarm indicator light will illuminate continuously, the unit will not operate and the flow setting 1 & 2 blue indicator lights will illuminate. The fan will turn on. Allow the unit to cool or warm to the recommended operating temperature range (see recommendations for optimal performance on page 18). Turn off the unit and try again. Change to an alternate source of oxygen while waiting. If the alarm continues, contact your equipment provider." On pg35- "system too hot/cold running alarm - if the internal sensors register temperatures outside factory set levels during operation, the unit will alarm with a rapid audible beep, the red alarm indicator light will illuminate continuously, the unit will not operate and the flow setting 1 & 3 blue indicator lights will illuminate. The fan will turn on. Allow the unit to cool or warm to the recommended operating temperature range (see recommendations for optimal performance on page 18). Turn off the unit and try again. Change to an alternate source of oxygen while waiting. If the alarm continues, contact your equipment provider. " on pg35- "battery too hot/cold alarm - if the internal battery sensor registers temperature outside a factory defined temperature range while the unit is operating, the unit will alarm with a rapid audible beep, the red alarm indicator light will illuminate continuously, the unit will stop running and the flow setting 1 & 4 blue indicator lights will illuminate. Turn off the unit and disconnect ac or dc power adapters. Allow to the unit to cool or warm, to the recommended operating temperature range (see recommendations for optimal performance on page 18) and try again. Change to an alternate source of oxygen while waiting. If the alarm continues, contact your equipment provider." These fail safes are to bring attention to the device. The device performed as expected. In addition, on page 6 the following caution is provided: "caution - invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining."

Event description:
The consumer was in the grocery store when she alleges the unit overheated and shut down. No injury is alleged.